Event description:
Related manufacturer report number 3006705815-2022-15152. It was reported that the patient's leads were showing high impedances. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced. It was found that the leads were twisted around the ipg. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.